Event description:
Related manufacturer reference number: 1627487-2022-00496. Related manufacturer reference number: 1627487-2022-00497. It was reported that stimulation was unable to increase amplitude. Patient did not report any fall. Reprogramming was unable to provide effective therapy as one of the lead contacts indicated high impedances. To address this issue a surgical intervention is planned. No further information available at this time.

Manufacturer narrative:
Date of event is estimated, during processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the entire system was explanted and replaced with a new system. Post procedure therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.